Event description:
It was reported, the patient has not used or charged her scs ipg in approximately two years. The patient stated, she is unable to locate her patient programmer and charger; she has moved and did not keep track of them. The patient will contact sjm when she located her external devices and the issue will be re-evaluated at that time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.